Event description:
Purchased a rascal chauffeur m-x-3 heavy duty. Date of purchase 08/2001. This electric scooter has been in the shop approx. 10 times for the same problem. It stops intermittently and has since a month and a half after it was purchased. The manufacturer will not stand behind its product. Each time it has been in for repairs user is without it for a month or so. The ninth time electric mobility had their own repairman work on it and it still does not work properly. The dealer told rascal user was a lemon and should replace it. The state has told them it needs to be replaced and they don't do it. The rehabilition vocational dept. Of state has tried to get satisfaction to no avail. It has now been three weeks since user reported that it was still not working correctly. User has heard nothing. The friday after thanksgiving their repairman called and said they would call back to pick it up and user has yet to hear anything. This will be the tenth time to fix the same problem.